Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced multiple low speed alarms while at home. When the patient went into the clinic, it was noted that there were multiple reductions in speed. It was also noted that the patient had moderately high powers. Two episodes occurred; once when the patient was lying on his back sleeping, and the other when he was sitting in his chair. A preliminary review of the system controller log file noted the decreases in speed and pump stoppage. The patient was asymptomatic through the reported events. The patient's fixed speed was decreased and his system controller was exchanged. The patient remains ongoing with no further issues reported.

Manufacturer narrative:
The user facility report ((B)(4)) was received from the (B)(6) registry. The pump is still in use supporting the patient. The patient's system controller was returned for evaluation and the reported speed drops and pump stop were confirmed during review of the log file; however, there were no notable pi elevations in the log file. The system controller was functionally tested and operated as intended. The root cause of the captured speed drops and power elevations could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.